Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostic headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) patient sample result. Hsc reviewed the information provided by the customer and the dimension vista 500 instrument data. Quality control and calibration results were within the customer's established ranges. No issues were noted with other patient samples indicating that the dimension vista 500 system and the vanc assay were performing acceptably. Repeat of the same sample yielded the expected result. The cause of the event is unknown. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The falsely depressed patient result was reported to the physician and the result was questioned. The same sample was reprocessed on the same dimension vista 500 system. A higher result, considered correct, was obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc patient sample result.